Event description:
It was reported to boston scientific corporation that a jagwire guidewire was undergoing a visual inspection on (B)(6), 2010. According to the complainant, while performing a general inspection of the unopened device through the packaging, the coating at the end of the device appeared missing and the core wire was exposed. The inspection did not occur during a procedure and the device was not involved in a procedure at the time. This event has been deemed a reportable event based on the investigation results; "a portion of the distal tip detached".

Manufacturer narrative:
User report it was reported that cord blood product leaked into the outer area of the device's freezer bag connection port. Evaluation the involved device was not returned to the firm for evaluation. The reporter provided a photograph of the involved device, from which it could be confirmed that cord blood product had indeed reached the "hood" section of the port (but had not passed the final film barrier to get outside the bag - i.e., this was an internal leak, as opposed to an external leak). A review of the manufacturing history of the device model indicated that in late 2008, a fault in the manufacturing equipment was discovered that intermittently could produce the type of internal leak reported in this incident. There was a malfunction in the assembly fixture that intermittently punctured the port membrane. A CAPA was implemented to correct the malfunction in the assembly fixture. The lot number of the bag component in this incident indicated that it was manufactured prior to the (B)(6)2008 implementation of that CAPA. To date there have been no similar defect reports for bags manufactured after (B)(6) 2008. Summary the user's report was confirmed. Proximate cause: the appearance of cord blood product in the port's hood was due to damage to the port's membrane. Root cause: a fault in the assemble fixture creating holes in the membrane intermittently. CAPA: the fault in the assembly fixture was corrected. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during the processing of (B) (6) at a processing center, some (B) (6) product leaked into the port of the small compartment of the freezing bag component of the device. This occurred in two devices.